Event description:
During a procedure while using the visual urethrotome sheath, the unit was bent while in pt. The surgeon removed it without any pt injury.

Manufacturer narrative:
Visual inspection of the instrument confirms that the shaft is bent approx 2" to 3" from the distal end. Also noted are minor dents along the shaft. Tube thickness was measured and meets the mfg requirements. The bend profile in the sheath tube suggests application of excessive lateral force was exerted on the instrument by the user.